Event description:
The customer received a blood glucose reading of 490mg/dl from her contour meter, re-tested on a different meter and received 210mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.